Event description:
It was reported that the lead was exhibiting loss of sensing. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the inner coil was over - torqued which damaged the inner insulation resulting in an electrical short. This damage likely contributed to the reported sensing anomaly.